Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was faulty. No other information provided. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Two partially circumferential splits were observed between the 6cm and 8cm depth markings. Adhesive residue was observed between the molded joint and the splits. Microscopic inspection of the sample revealed worn and rounded fracture edges. Catheter bunching and material discoloration were observed in the vicinities of the splits. The sample kinked preferentially at the split sites during manual manipulation. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The location of the splits and accompanying adhesive residue suggested that catheter placement/securement may have contributed to the observed damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was faulty. No other information provided. There was no reported patient injury.